Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm s3u valve, implanted in a previous surgical valve in the aortic position for 9 months, returned with heart failure symptoms. Tee and tte both showed intravalvular aortic insufficiency. The patient is symptomatic and the heart team is evaluating treatment options.

Manufacturer narrative:
The device was not returned for e valuation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. T he reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve central regurgitation was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''a patient with a 23mm s3u valve, implanted in a previous surgical valve in the aortic position for 9 months, returned with heart failure symptoms. Tee and tte both showed intravalvular aortic insufficiency''. In additional noted that ''tee (B)(6) 2023, the presence of valvular ar, as opposed to pvl, indicates a problem with the valve itself rather than the positioning of the tavr within the savr valve. It's uncertain whether this is due to the tavr valve's inability to fully expand (since it's restricted by the savr valve) or if there's an inherent deterioration of the leaflets''. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the valve was under expanded due to restricted from the pre-existing valve. The under-expanded valve can lead to improper valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm s3u valve, implanted in a previous surgical valve in the aortic position for 9 months, returned with heart failure symptoms. Tee and tte both showed intravalvular aortic insufficiency. The patient is symptomatic and the heart team is evaluating treatment options. Per the hospital, the treatment plan was repeat valve in valve when patient's platelet count is > 50,000. The patient had not been treated yet due to new diagnosis of aml and low platelets. The patient has been symptomatic with progressive shortness of breath over the past several months. Per the 7 months post tavr transesophageal echocardiogram report, moderate to severe central aortic regurgitation was noted. Ava (I,d) 2.0 cm2. Peak/mean gradient 20/9 mmhg. The left ventricle is dilated with severely reduced systolic function (ef 25-30%). Per the provided cardiology progress note, given the patient's age, frailty, poor lv, and history of cardiac surgery, there is a high risk associated with potential redo-sternotomy and avr+mvr. The patient is also not a suitable candidate for ECMO following potential surgery, as the mortality rate is extremely high in this patient population. Therefore, the patient is not considered a surgical candidate. A community care referral has been made by CT surgery for the patient to consult with specialists at vcuhs to explore minimally invasive valve options.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7. The investigation is in progress, a supplemental report will be submitted.